Event description:
Ventilator entered a inop condition with a 2d error code. This error code indicates a fault with one of the three stepper motors (flow-o2 blender-pilot pressure) but does not define which motor.